Event description:
It was reported to philips that the system was not powering up correctly. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not powering up correctly. A review of the system logfile confirmed the reported malfunction. Upon functional testing, the fse measured dc power supplies and found the dcm power supply output to be missing. The fse identified a defective fuse in the fan power tray, so the fse replaced the fuse, but issue persisted. The fse consulted with the nss (service support) and decided to replace the dcm power board. The defective power supply was returned for analysis, and it confirmed that the psu01 power supply unit was defective. To resolve the reported issue, the fse replaced the pdu fan tray and dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.